Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient reported the implantable pulse generator (ipg) feeling "floppy" in the pocket while laying on her side. The physician assessed that there was a loose stitch on the ipg, and the patient underwent a revision procedure wherein the ipg was reattached to the facia. The patient did well postoperatively.